Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 694 mg/dl; cause was not known. Temporary basal rate was set to address bg. Customer was hospitalized. Customer disconnected call with tandem technical support prior to additional information was provided. Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply.